Event description:
It was reported that the system 9800 would not initialize and was not operational. There was no patient involvement.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The cpu circuit board was replaced. The system was tested and found to be working as intended and placed back into service.